Event description:
The customer received a questionable phosphorus result for one patient sample. The initial result was around 9.6 mg/dl and was reported outside the laboratory. The sample was repeated and the result was 3.8 mg/dl. The repeat result was considered to be correct. The patient was not adversely affected. The phosphorus r1 reagent lot number was 65055401 with an expiration date of 01/31/2013. The phosphorus r2 reagent lot number was 65811201 with an expiration date of 11/30/2013. The customer performed a mechanism check and found that the r1 probe seemed to either drip or bubble during the check. The field service representative could not define a cause and could not duplicate the symptom. He checked the rinse mechanism vacuum, refill levels, gear pump pressure and probe alignments. He aligned the r2 reagent probe horizontal position. To insure the instrument was performing to specifications, the customer processed calibration, qc and patient samples and performed precision testing on all assays with acceptable results.